Event description:
There was no additional information associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6 and h11. Following related repair: the head was damaged, device out of calibration, motor speed unstable, control bar not in correct position, and ring corroded and the machine head, pin, ring, screws, reciprocating arm, bearings, neckpiece, thickness control shaft, switch, motor, and plug harness were replaced. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during check up, outside of surgery, the unit worked did not work efficiently, there was an intermittent movement in the internal motor with unacceptable sound for the motor. There was no patient involvement. Due diligence is in progress.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: jordan.